Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad caught on fire while laying against it with her comforter over the recliner. Consumer alleges her comforter was damaged during the event. There was not a report of personal injury with this incident.